Event description:
Add'l info was rec'd from the customer. The medication involved with the reported event was morphine.

Event description:
Pt tampering with the apm ii device. Reportedly, the pt was able to somehow determine the device lockout code. Subsequently, the pt self-administered extra doses of an unspecified medication. The device program settings, incuding the amount of medication received by the pt, were not specified. According to the customer contact, there was no reported adverse pt effect. Multiple attempts were made to obtain additional info. Though requested, no further info was available.